Event description:
It was reported that the pulse generator exhibited diagnostics anomaly during a radio frequency ablation. After a software download, normal device function resumed. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.